Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
Additional information received reported there was no patient harm as the air was able to be withdrawn from the line.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a tego¿ connector that had air in the line. It was reported that when disconnecting the syringe or dialysis line, the patient¿s permanent catheter line had blood in it, and once disconnected from the permanent catheter, the line filled with air on it¿s own. The tego was replaced and no more air entered the line. There was patient involvement and no report of adverse event. This is the second of two events.